Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2008-(B)(6), product type catheter. (B)(4).

Event description:
It was reported that the catheter was going into the body cavity instead of the spine. The catheter migrated from l1-l2 had pulled out and needed to be moved to the l5-l6 level. It was stated that the patient had been in the hospital recently. While there, a dye study was performed that found the catheter migration. It also noted that this occurred "a couple years back". The device system was infusing morphine. Later, it was reported the drug was leaking into the patient's body.

Manufacturer narrative:
(B)(4).